Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the screen of insulin pump was blinking and they could not read the screen. Customer stated that the insulin pump was not dropped or bumped. Customer stated that the insulin pump was not exposed to moisture. Customer stated that the contacts on the battery cap were neither missing nor damaged and battery compartment was neither damaged nor corroded. Customer was advised to insert the new battery. Customer assisted with troubleshooting and display returned, however screen was not showing properly. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with flashing and missing segment followed by an unexpected constant audio tone alarm. After disassembling the electronic stack problem isolated to mother board.